Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedance measurements. It was reported that the measurements corresponded to the patient using a spinal stimulator. Boston scientific technical services (ts) discussed use of the stimulator is contraindicated. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.